Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with steelex sternum suture. The client reported that : sternal dehiscence type 1 occurred in-patient or prolonged hospitalization further information has been requested.

Manufacturer narrative:
Summary of investigation: no samples have been received. Involved specific batch number is unknown, 4 possible batch numbers (622142, 623092, 623107 & 623306). Without closed and/or defective samples a proper analysis cannot be performed. According to the description received, the incident is related to a known side effect: instructions for use of the product - side effects. The following side effects may be associated with the use of this product: possibility of corrosion from contact with other metals, wound dehiscence, sternal instability, sternal wound infection. In a rare case overgranulation was observed. Batch manufacturing record: review of the batch manufacturing records of the possible batch numbers, products had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information received: patient (B)(6) underwent coronary artery bypass grafting on (B)(6) 2024. Discharged from hospital on (B)(6) 2024 with no complications. First postoperative visit to clinic on (B)(6) 2024 with surgical wound healed properly. Patient went to the emergency room on (B)(6) 2024 due to type I sternotomy wound dehiscence (skin and subcutaneous tissue involvement), and it was decided to admit her for treatment with negative aspiration therapy and initiation of empirical intravenous antibiotics (ae 001-116-001). Growth in cultures of staphylococcus aureus was observed, changing the targeted antibiotic. Surgical cleaning was decided on (B)(6) 2024 and during the same, bone exposure occurred (it went to type ii dehiscence) and two sternal wires were removed, but they were intact despite the fact that staphylococcus aureus (B)(4) was also detected in their subsequent culture. After several dressings and negative wound cultures, surgical closure of the wound dehiscence was decided on (B)(6) 2024, removing another exposed but also unbroken wire, its culture being negative on this occasion (B)(4). Discharged from hospital on (B)(6) 2024. Patient attended a check-up at the clinic on 07-25 -2024 for removal of stitches with correct wound healing. Patient is awaiting the control visit after 6 months scheduled for (B)(6) 2024 if there are no changes. Unknown batch, possible batches: 622142, 623092, 623107 & 623306.